Event description:
User experiencing random problems with calcium results for patient samples. Patients will have a low first value then repeat higher. Approximately 10 samples involved in this event. The following four patient examples were provided. Sample 1, initial result gave 8.3; repeat gave 9.2 mg/dl. Sample 2, initial result gave 8.1; repeat gave 9.0 mg/dl. Sample 3, initial result gave 8.2; repeat gave 9.0 mg/dl. Sample 4, initial result gave 8.2; repeat gave 9.2 mg/dl. The repeat results fit the patients profile and were reported. No erroneous results were released and no corrected reports needed. The field service representative determined the cause to be due to low gear pump pressure due to a worn gear pump, and replaced gear pump head. Performance tests were performed.